Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise oversensing. It was also noted that there was high impedance, decreased r wave measurements, and high short interval counts (sic). Immediate transfer to implanting hospital is attempted, but due to medication, patient becomes very unstable in the ambulance, and it is considered too high a risk to transfer patient, and the patient is returned to local hospital. The patient is stabilized and is scheduled for a lead revision but due to an infection, the procedure is postponed. It was noted that the lead was implanted after the use by date. It was further reported that the lead was capped and replaced. No further patient complications have been reported as a result of this event.